Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to a cut on heat shrinking tube of forceps lever, expected insulation capacity cannot be obtained, due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, bending section cover, image guide protector, universal cord, upward/downward angulation control knob, protector of universal cord on control section side had and protector of universal cord on scope connector side all had a scratch, universal cord and connecting tube had a wrinkle, light guide bundle had breakage, color ring had a crack, upward/downward angulation control knob had corrosion, connecting tube and plastic distal end cover had a dent, adhesives around objective lens had white-clouded area, adhesive on bending section cover had a chip, adhesives around light guide lens had white cloud area, control unit ,air /water cylinder, electrical connector and scope connector had discoloration. The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, videoscope exhibited foreign objects from the nozzle and switch #1. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
Corrected d8 of the initial medwatch as yes was inadvertently checked. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was not identified. The cause of the foreign material remaining in the device was unable to be determined since it is unknown whether reprocessing was practiced in accordance with instructions for use (IFU). However, a definitive root cause could not be determined. The subject event can be detected and prevented by implementation in accordance with the below instructions (IFU). Instructions for evis lucera gif/cf/pcf type 260 series, operation manual chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.